Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory allegations of diaphragmatic stimulation and high pacing thresholds were not confirmed. Lead resistances measure normal.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to diaphragmatic stimulation and high pacing thresholds. The physician had to change generators due to change of quadripolar lead to unipolar lead. The lead is no longer in service. No additional adverse patient effects were reported.